Manufacturer narrative:
The hospital found that the speaker was not producing sound and results of functional testing indicate the speaker had malfunction. The cause of the reported problem was speaker malfunction. The reported problem was confirmed. The defective speaker was replaced by the distributor and the defective speaker was from philips. The device was operational after speaker was replaced. E1 reporting address state: (B)(6). H3 other text : see h10.

Event description:
It was reported that a monitor speaker lost sound during surgery. The device was in use on a patient at the time of the event. There was no adverse event reported.